Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7282638. UDI: (B)(4).

Event description:
It was reported that the patient was found to have an infection at the epidural space during the lead pull procedure. The patient presented with symptoms of fever and drainage on the day of the procedure. The physician was unsure if infection was device related and added that it was not related to the trial procedure. The patient was administered with antibiotics and was doing well post lead pull. The leads were discarded by the medical facility. Upon follow-up, the infection had already cleared.